Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen went completely went black and had stuck button alarm. Customer's blood glucose level was 141 mg/dl. Customer also stated that they were able to clear the alarm. The device will be returned for analysis.

Manufacturer narrative:
Device was received with unresponsive all the buttons due to corroded keypad traces. No unexpected stuck button error alarm or blank display noted.